Event description:
It was reported that the right ventricular (rv) lead had an outer insulation breach proximal to trifurcation. It was noted that the lead was electrically stable. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead: (B)(6) 2006. (B)(4).